Event description:
A polyflex esophageal stent was used during a stent placement procedure in a male pt (weight unknown) in 2007. According to the complainant, "there were no intraprocedural adverse events. Shortly after the procedure, however, the pt had chest pain. The hosp staff noted that the chest pain was more severe, and of greater duration, than expected. They administered demerol to the pt [twice, but] neither administration seemed to ameliorate the pt's chest pain. The pt was spitting a light brown fluid [three hours later]. The pt was sent for x-rays [which] revealed pneumoperitoneum, perforated viscus, and left pleural effusion. The pt was diagnosed with a perforation, which appeared to be on the gastric side." "The physician placed a nasogastric tube for drainage and then the patient was sent for additional chest and abdominal x-rays. These x-rays revealed displacement of the higher abdominal organs, without bowel obstruction, and hydropneumoperitoneum. The physician consulted with a surgeon and opted to remove the stent. This was accomplished with rat-tooth forceps [manufacturer unknown], via an overtube. There was no surgical intervention for the perforation, and the patient was kept hospitalized, with the ng tube for drainage and demerol for the chest pain. There were no significant changes in the patient's vital signs over the next two days. The patient received CT-guided drainage [two days later]. A PICC line was established for tpn administration. The patient also received albumen. A small amount of black fluid was noted in the drainage discharge [two days later]. The patient was receiving demerol for pain, but otherwise had no complaints as of 11:30. At 13:15 his condition worsened; his skin color was noted as grey and he was diaphoretic, lethargic, and hypotensive. The staff commenced an ECG and began blood work. The patient expired at 13:45. The cause and exact location of the perforation and the cause of death [are unknown]."

Manufacturer narrative:
The lot number is unknown; therefore, the manufacturer date cannot be determined. The device was not retained; therefore, a device evaluation cannot be performed. The relationship between the device and the event is undetermined. The december 2007 15 - month polyflex esophageal stent product family complaint trend report, inclusive of all failure modes was reviewed; no adverse trend was noted.